Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional consideration has determined that the recall is applicable for this reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, tap water that passes through a filter less than or equal to 0.22 microns is used in this heater cooler. The water is not routinely cultured but was not noted to be discolored. The user facility's maintenance process is consistent with the instructions for use (IFU). Additional information from the manufacturer's subsidiary was received and the customer experienced positive results to chimera after following the updated cleaning procedure, probably because of a bad filter for the water. One week ago they bought a new filter and they will now change it weekly. Furthermore, they are buying disposable airbed and have been using a reusable airbed up until now. The user facility got negative results to chimera after the cleaning procedure at service.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the presence of mycobacterium chimaera was found. There was no delay, no blood loss, nor adverse consequences to the patient.